Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that image disks were full. The review of log files shows ip pc disk error. Upon functional testing, fse found that the ip-pc was faulty. The philips engineer replaced hard disk. After replacement, the system was returned to good working order. Health impact code and evaluation method code were corrected.

Event description:
Combined it was reported to philips that the device gave an error indicating that the image disk was full. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer and had them delete all of the old exams and reboot the device, but the issue persisted. A philips field service engineer (fse) visited the site and determined the image processing computer (ippc) was faulty and needed to be replaced. After replacing the ippc, the device was returned to expected functionality.